Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The events of vascular occlusion, ischemia and inflammatory nodule are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient injected with juvéderm® volift¿ in the lips. After the injection, patient "developed vascular occlusion and labial superior at the exit of septal branches. Reversible ischemia. Marbling above the above lip." Patient was treated with 300 ie hylase that day and the next day with 1500 ie hylase. Symptoms resolved the next day of onset.